Event description:
It was reported that pump did not work properly due to repeated cartridge alarms, and patient stated that pump continued to display cartridge alarm 20 even after changing multiple cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, technical support arranged replacement pump shipment, confirmed address, instructed customer to place current pump in storage mode and return it using prepaid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, with follow-up instructions sent by email.